Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touchscreen was unresponsive. Additionally, it was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range with a cartridge. Customer's blood glucose was 153 mg/dl. Reportedly, customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged touchscreen issue could not be verified. The failure investigation has been completed and the alleged altitude alarm issue was verified in the pump logs; however, no failure was identified.